Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01qa5, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who said they are meeting an unknown healthcare provider (hcp) and a local manufacture representative (rep) on 2017-09-29 to have them check and see if the wires are still connected properly. Two days later patient called back who said they were going to the hcp on "(B)(6)" and the hcp will have the rep there to check everything and load programs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are product ID: 3093-28, lot#: va01qa5, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was going to have their ins battery changed out due to normal battery depletion and having had it for 5 years, however the healthcare professional (hcp) thought the wire may have moved because it had not been working to control patient symptoms. Patient was having trouble with their bladder incontinence and was having pain on different settings but they did know that the actual device working because when they turned it up, they could feel stimulation in their vaginal area. Furthermore, patient stated that they had been doing ok on program 4 but they weren't anymore. Patient changed from program 4 to program 1 and still felt stimulation just as painful but decreased to a comfortable level. Patient was advised to follow up with hcp if symptoms did not improve after changing programs and adjusting stimulation. No further complications were reported.